Event description:
It was reported that frequent loss of prime warnings had occurred over a two week period.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen with intact and fully inserted force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.